Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient heard beeping tones from the implanted device and was seen in clinic. High, out of range pacing impedance (greater than 3000 ohms), noise, a high capture threshold, and loss of capture were observed from this right atrial (ra) lead. The physician alleged the ra lead to be fractured, which was confirmed with diagnostic imaging. The physician elected to surgically cap and abandon this ra lead to resolve the event. The physician also upgraded the patient to a cardiac resynchronization therapy defibrillator (crt-d) system. This lead remains implanted, but capped and out of service. The patient was stable with no additional adverse consequences.